Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump was tested (B)(4) for volumetric accuracy with a rate of (B)(4). The pump performed within specifications. In a follow up call to the facility, the reporter confirmed that no adverse reactions were associated with the... He stated that he was unable to provide the rates or the time of the day at which the incident occurred. The reporter said he was unable to duplicate the incident with the pump. The pump's operational log was reviewed. On (B)(6) 2013 at 7:51:14 am, the pump was turned on. Line was installed and set ready for infusion. At 7:53:15 am, a new dose rate was set to 100 microgram/h and a new infusion rate was set to 25 ml/h. Doseguard overrule was confirmed due to the settings exceeding the soft limits of the pump. At 7:53:16 am, the infusion was started at the rate of 25 ml/h. As the pump was infusing, a new dose rate was manually changed to 70 microgram/h at 7:59:08 am. Also a new infusion rate was manually changed to 17.5 ml/h and the doseguard overrule was confirmed due to the new setting exceeding the soft limits. At 7:59:08 am, a total of 2.44 ml infused or 100% of the expected volume. The infusion continued at the new rate of 17.5 ml/h until a new dose rate and a new infusion rate were respectively set of 100 microgram/h and 25 ml/h at 8:11:28 am. The doseguard overrule was confirmed at the same time due to the new setting exceeding the soft limits. At 8:11:28 am, a total of 3.6 ml infused or 100% of the expected volume. The infusion continued at the new rate of 25 ml/h until 8:19:53 am when the doseguard was accepted and the new dose rate was adapted. The dose rate and infusion rate were respectively set to 5 microgram/h and 1.25 ml/h at 8:19:53 am. At 8:19:53 am, a total of 3.51 ml infused or 100% of the expected volume. The infusion continued at the new rate of 1.25 ml/h until new dose rate and infusion rate were respectively set of 150 microgram/h and 37.5 ml/h at 8:20:14 am. The doseguard overrule was confirmed at the same time due to the new settings exceeding the soft limits. A total of 0.01 ml infused or 100% of the expected volume. The infusion continued at the new rate of 37.5 ml/h until the infusion completed at 9:42:23 am. The pump automatically switched into kvo (keep vein open) mode when the infusion completed. A total of 51.34 ml infused or 100% of the expected volume. The kvo mode was stopped at 9:44:45 pm. At 9:44:44 am, a new vtbi was set to 100 ml. At 9:44:45 am, the infusion was restarted at the previous rate of 37.5 ml/h. While the pump was infusing, a new dose rate and infusion rate were set respectively to 200 microgram/h and 50 ml/h at 10:31:12 am. The doseguard overrule was confirmed at the same time due to the new settings exceeding the soft limits. A total of 29.03 ml infused or 100% of the expected volume. The infusion continued at the new rate of 50 ml/h until 11:56:23 am when the infusion completed and the pump automatically switched into kvo mode. A total of 70.79 ml infused or 100% of the expected volume. The kvo mode was stopped at 11:57:55 am. At 11:58:03 am a new vtbi was set to 100 ml. At 11:58:15 am the vtbi was changed to 70 ml. At 11:58:16 am the infusion was started with the previous set rate of 50 ml/h. While the pump was infusing, a new dose rate and new infusion rate were respectively set to 150 microgram/h and 37.5 ml/h at 11:58:33 am. A total of 0.24 ml infused or 100% of the expected volume. The doseguard overrule was confirmed at 11:58:34 am due to the new settings exceeding the soft limits. The infusion continued with the new rate of 37.5 ml/h until 1:50:11 pm when the infusion completed and the pump automatically switched into kvo mode. A total of 69.76 ml infused or 100% of the expected volume. The kvo mode was confirmed at 1:58:24 pm. A total of 0.41 ml infused in 8 minutes and 13 seconds at the kvo rate of 3 ml/h. At 2:00:01 pm a new vtbi of 247 ml was set. At 2:00:24 pm the infusion was restarted at the previous rate of 37.5 ml/h. The infusion was stopped when the upstream alarm occurred at 5:43:24 pm. A total of 139.35 ml infused or 100% of the expected volume. The upstream alarm was confirmed at 5:44:03 pm. At 5:44:12 pm the infusion was restarted and stopped at 5:44:24 pm. A total of 0.12 ml infused or 100% of the expected volume. At 5:46:25 pm a new vtbi was set to 240.5 ml. At 5:46:35 pm the infusion was restarted at the previous rate of 37.5 ml/h. While the pump was infusing, a new dose rate and infusion rate were respectively set to 200 microgram/h and 50 ml/h at 5:49:49 pm. The doseguard overrule was confirmed at the same time due to the new settings exceeding the soft limits. A total of 2.01 ml infused or 100% of the expected volume. The infusion continued with the new rate of 50 ml/h. At 5:49:58 pm the dose rate and infusion rate was manually changed to 150 microgram/h and 37.5 ml/h, respectively. The doseguard overrule was confirmed at the same time due to the new settings exceeding the soft limits. A total of 0.14 ml infused or 100% of the expected volume. The infusion continued at the new rate of 37.5 ml/h and was stopped at 5:53:51 pm. A total of 2.43 ml infused or 100% of the expected volume. The infusion continued at the new rate of 37.5 ml/h and was stopped at 5:53:51 pm. A total of 2.43 ml infused or 100% of the expected volume. The pump was then not used for the rest of the day and was turned off at 5:55:28 pm. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).